Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under her left breast. Patient reported the skin started to bleed from her scratching the area. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician told her to apply a first aid cream to the rash. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.